Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold. A microscopic analysis was performed which identify crease sharp in the radius side with non-penetrating nicks around the opening. Based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening. Non-penetrating nicks. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced.